Event description:
The patient suffered a superficial venous thrombosis for lue. The patient was placed on warfarin and all reports indicate the lead remains actively implanted. Should additional information become available, this event will be updated.